Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 25-jan-2019 with the following findings: data in the black box from the time of the complaint had been overwritten due to continued use of the device after the alleged issue occurred. There is no evidence of short battery in the available data records. The pump powered on normally, electrical currents measured within specifications and no short battery life issue was duplicated during the testing of the pump. Investigation did not confirm nor duplicate the short battery life complaint. On investigation, the battery compartment was confirmed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged the battery compartment was cracked. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.